Event description:
It was reported that after repositioning the right ventricular (rv) leadless pacemaker (lp) prior to fixation during the implant procedure, a contrast injection revealed a pericardial effusion. An echocardiogram revealed the pericardial effusion resulted in a cardiac tamponade. Pericardiocentesis was performed but was unsuccessful in resolving the effusion and tamponade. Pericardiocentesis was stopped to prevent low blood pressure. However, the patient unfortunately passed away. The delivery catheter and the lp were removed and discarded.

Event description:
Additional information was received that the patient had low blood pressure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.